Manufacturer narrative:
Concomitant medical devices: d224trk crt-d, implanted (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise which lead to inappropriate shocks. The lead also exhibited high impedance. The lead was turned off and subsequently explanted and replaced. The left ventricular (lv) lead demonstrated undersensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.